Manufacturer narrative:
Changed lot number d4: from no lot # to pd1c11212041 changed manufacture date h4: from no date to 11/21/2020 changed expiration date d4: from no date to 5/21/2022 changed unique device identifier (UDI) d4 : from (B)(4) to (B)(4).

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose (bg) levels reached between 200 mg/dl and 300 mg/dl while wearing the pod between 1 and 4 hours. Due to elevated bg levels, patient realized the adhesive was not secure and the cannula was not properly inserted in the infusion site (arm). As treatment, a new pod was applied.